Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement, test due to blank display. Pump received with stripped battery cap coin slot(p). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced hyperglycemia. The customer blood glucose level was 575 mg/dl. The customer was performed troubleshooting. The customer was not using the insulin pump. The customer also stated that insulin pump alarmed low battery and turned off the insulin pump. The customer stated that the battery cap was damaged. The insulin pump will be returned for analysis.